Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced fiber optic cable to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure that the system collided with something while the customer attempted to target. The system then produced repeated 319 faults, advising the customer to disable the boom. The intuitive surgical inc (isi) technical support engineer (tse) had the caller hard power cycle the patient side cart (psc), with no change. There was no additional information provided. At this time it is unknown how the issue was resolved. The ports were not in place when the issue occurred.